Event description:
The manufacturer received information alleging visualization of particles to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on aug 13 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed unknown dust/dirt contamination of the device base exterior and under the ui knob.internal investigation of base unit found unknown dust/dirt contamination throughout the device internals. Slight dust contamination was observed in the blower and on the impeller. Unknown mineral deposits were found within blower box assembly suggesting unknown liquid ingress. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. Evidence of sound abatement foam degradation/breakdown was not observed in this device.the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Using a known good power supply and power cable,manufacturer' verified the base unit provided airflow..the device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error 0 code. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.